Event description:
It was reported that during a vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument had a damaged conductor wire. A backup instrument of the same kind was used to complete the procedure with no patient harm. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on (B)(6) 2024: the instrument was inspected prior to use with no damage observed. The damage was noticed intraoperatively. There was no arcing nor thermal damage observed during procedure. There was no instrument collision. The procedure was completed with a backup instrument. No fragment fell into the patient¿s anatomy. No photographic images of the device or recording of the procedure is available for isi to review.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.